Manufacturer narrative:
Concomitant medical device. Model: 419688, lead; implanted: (B)(6) 2010 model: dtba1d1, crt-d; implanted: (B)(6) 2014.

Event description:
It was reported via a remote monitor report in which the information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients right ventricular (rv) lead exhibited high thresholds and diminished sensing since their last interrogation session. Also noted after the last session was increasing thresholds and a high threshold spike on the patient's left ventricular (lv) lead. Both the rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.